Event description:
As device was being used by gyn surgeon, small green material around end of needle appeared to "melt" and remained in right side of pelvic cavity when device was withdrawn. Foreign body retrieved by surgeon with grasper. No injury to pt.